Event description:
It was reported that during a bph prostate procedure ¿there was some bleeding that was not controlled by the coagulation setting: it was at 112,000 joules of use¿. The procedure was completed with an alternative procedure (loop). Patient outcome: ¿no further patient complications¿. No injury to patient reported. No further information was reported.